Manufacturer narrative:
The affected device was manufactured in may 2006 and the customer decided to scrap the device after the event. The log file was requested, but not available for the investigation. As neither the device nor the log file was available for analysis, the root cause of the reported incident could not be determined. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. In case the ventilator software detects an internal failure, the user would be alerted to this condition by an audible alarm and a visual message would be posted in the display. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark, an audible alarm is generated, and an emergency-breathing valve opens to allow for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed on a patient and alarmed error 13.98.001. The user manually ventilation the patient and swapped the device. No patient injury was reported.